Event description:
During a clinic follow-up, episodes of noise resulting in oversensing and automatic mode switch were observed on the right atrial (ra) lead. Insulation damage of the ra lead was suspected, but was unable to be confirmed. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the right atrial (ra) lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.